Event description:
Healthcare professional reported via MRI and ultrasound right side "signs of the subcapsular line, inverted tear and water drops inside the right implant, compatible with intracapsular rupture with minimal collapse," and "radial folds". The following event is not related to the device "septate cyst measuring 0.9 x 0.2 cm". Device remains implanted.

Manufacturer narrative:
Email address continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.